Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that, insulin pump had no delivery alarms and customer had high blood glucose of 500 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer stated that, she was having issues with the pump and wants to get it replace. The insulin pump will not be returned for analysis.